Manufacturer narrative:
Corrected h6 device code (2339), additional information: b5.

Event description:
It was reported from the dallas spu that the device was not showing the correct volume infused during an ivig infusion. The pharmacy manager indicated that an overfill of this magnitude would not be applicable due to information from manufacturer. The device was manually programmed so this may have been the issue. Although the devices were not sequestered, the facility suspects that the event could have occurred due to a manual programming error or the volume in the bag/syringe did not match what was programmed in the device. The customer stated that there was no other information available.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pump was not showing an appropriate volume infused. Pharmacy manager indicates that an overfill of this magnitude would not be applicable due to information from manufacturer. Pump was manually programmed so may be an issue, but pump not sequestered.